Event description:
Reportedly, while trying to remove the stapler, the head did not flip and unable to get this past the anastomosis. It was clear the gun had fired; however, the anvil did not flip in its normal fashion. A small colotomy was made and the eea anvil was removed from the eea gun itself. Procedure: low anterior resection colorectal anastomosis, diverting loop ileostomy.